Event description:
It was reported that the patient had a stroke once more. The pilot balloon became detached at the same point as before. It was a cuff leak, the patient had to be reintubated.

Manufacturer narrative:
Other, other text: corrected data: h1, corrected data: corrected data: h1- malfunction.